Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. In 2001, patient's blood glucose was 360 mg/dl. Test were done 10 minutes apart. No allegation. Of harm.